Manufacturer narrative:
A maquet field service technician was on site and investigated the unit in question. He troubleshooted the device and could not confirm the stated problem. According to the service report#(B)(4) dated (B)(6) 2019 the technician performed as follows: " visited the site. Performed the full testing and calibrations. Can not replicate the problem. Unit is working within specifications." The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that during the device was in clinical use the device flows began to drop and alarm " zero flow mode failure" activates as high priority. The flow dropped to 0.1 to 0.2 lm. Despite augmentation of rpm the pump would not work. The circuit was moved to the hand crank and the device was replaced with a second unit an taken out of clinical use. (B)(4).